Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) level (200s mg/dl) however a more specific value was not provided. Customer stated the cause of the elevated bg level was unknown. The customer changed out supplies and delivered a bolus to address bg level. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.